Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 18mm, diameter 2.5mm was used to treat a lesion in a patient's lad. It was reported that the device was advanced to the lesion, but on inflation of the balloon, it was noticed that the stent was not on the balloon. It is reported that the technician thinks she may have squeezed too hard when removing the protective sheath from the stent. The device was inspected prior to use, but she failed to notice the stent was no longer on the balloon. The stent was located in the protective sheath. The patient was reported to be fine post procedure and no clinical sequelae have been reported. The device was returned to medtronic for evaluation.

Manufacturer narrative:
(B)(4). Results/conclusions: protective sheath removed incorrectly. Evaluation summary: on review of the returned device, the stent was absent from the balloon which confirmed the slippage as reported. Crimp bake impressions were present on the balloon which had been inflated. There were five segments intact at one end of the stent and two segments intact at the other end. The remaining segments were stretched and deformed. It appears that the sheath may have been gripped too tightly causing the stent to be removed from the balloon along with the protective sheath.